Event description:
Device did not function as expected. The customer reported via the kits department that the stem introducer did not operate. It is further reported that an alternative stem was opened and the introducer from that pack used to complete the procedure with no adverse effects to the pt.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (device did not function as expected) and product code (jdi).